Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call high blood glucose levels. Customer's blood glucose was 22.4 mmol/l. Customer's father advised they had done a set change and declined to troubleshoot for high blood glucose. Customer's father advised they had a diabetic nurse on the other line for instructions on how to treat their high blood glucose.